Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found smiths tampered seal label was intact. The customer stated problem was confirmed. There was a cassette locked, but not latched. Unlock and reattach cassette error messages upon attaching the cassette. Error was also verified in the device mu status mode. Latch / lock flex sensor was defective and inoperable so it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed -won't attach to cassette: while being used on a patient. Another pump was used. No patient injury was reported.